Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged cough after using device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b4. The manufacturer previously reported in section b4 incorrect date which is reported correctly in b4 section.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-16749. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
In initial and first follow up report b4 dates in both scenarios were incorrect. The correct date should have been 06/07/2022 and 06/09/2022, respectively. The manufacturer also marked section b2 [x] other serious or important medical events incorrectly in first follow-up report, it should be product problem only. It has been updated / corrected in this report.